Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 by (B)(6) from daybreak that a patient stated that the daybreak classic device had tiny scratch / crack after use / while in the mouth. The patient was informed to return the device but is opting to keep the device until the new device arrives. No harm was caused and no outside clinical evaluation was sought. Additional information confirmed that the patient is still using the device.